Manufacturer narrative:
Device 5 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01 january 2024, it was reported that eight infusion sets cannula were bent. Patient blood glucose level was high which was corrected through bolus via pump and insulin type used was novolog/insulin aspart (novonordisk). Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.